Event description:
Haemonetics received a service report on (B)(4) 2011, on a pcs2 machine in which blood was intermittently migrating to the anti coagulant (ac) bag. No donor or operator injury was reported.

Manufacturer narrative:
Haemonetics received a service report on (B)(4) 2011, on a pcs2 machine in which blood was intermittently migrating to the anti coagulant (ac) bag. No donor or operator injury was reported. A mfg eval could not be performed as the device will not be returned to haemonetics; however, a customer technician performed an evaluation. The root cause is failure of the pump assembly to occlude the tubing once the pump stopped, in order to prevent blood from gravitating into the ac bag. As reported, blood migrating to the anticoagulant (ac) line could only lead to an insignificant red blood cell loss during the last return only and would not result in a serious injury. The malfunction as noted would result in a decrease in pump efficiency. As a result, this could allow an incremental excess flow of ac into the system during draw and when pumps are stopped. As a result, a more than typical amount of ac could be administered to the donor. Excess anticoagulant delivered to the donor poses a potential serious injury. Symptoms of excess ac delivery range from no reaction to acute. No injury or reaction reported as a result of this malfunction. A replacement pump assembly was sent to customer to amend complaint. A haemonetics rep has spoken with the center and confirmed that the problem has not occurred since replacing both of the complete pump assemblies. Haemonetics (B)(4).